Event description:
Revision due to dislocation. This is a retrospective (B)(4) study. Sites are only required to report per their milestones as significant amount of time after revisions occurred, and therefore, we do not know if the device will be available. Initial surgery date (B)(6) 2004, revision date (B)(6) 2004.

Manufacturer narrative:
From a retrospective (B)(4) study. Sites are only required to report per their milestones as significant amount of time after revisions occurred, and therefore, we do not know if the device will be available. If additional info becomes available, it will be submitted in a supplemental report.